Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they needed assistance in programming replacement insulin pump and stated that their current high blood glucose was 463mg/dl. Customer stated that they were off the pump since the day prior to the call. Customer was assisted with programming. Customer reported that their blood glucose was treated with a bolus and went down to 252mg/dl. The product will not be returned for analysis.